Event description:
On (b)(6)2026, Dr. (b)(6) reported that a 59-year-old male patient presented to his office with concerns related to a previously placed dental implant. The implant placement was performed on (b)(6)2025 at tooth position #05. It was reported that the implant was not placed after immediate extraction and was not immediately loaded. The patient presented with the issue on (b)(6)2025. During the examination, the doctor discovered that the implant had failed to Osseo integrate. Additionally, the doctor noted that the implant failed during the second week after implant placement. As a result, the implant was removed on the day the patient presented with the issue without the use of instruments. The implant was replaced. The patient exhibited pain, granulation/fibrous tissue around the implant, and abnormal bone loss around the implant, which resolved after the implant removal. The opposing arch consisted of natural teeth. It was reported that bone grafting surgical intervention was required, and the patient did not sustain any permanent injury. The patient had Type III bone quality and good oral hygiene.

Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: (b)(4).